Manufacturer narrative:
Analysis of the catheter observed a kink located in the catheter body. The catheter body also had a slice cut that was not related to explant damage.

Event description:
It was reported that there was a break in the catheter at the connector pin. Actions required as a result of the event, included replacement by another company product on (B)(6) 2014. Diagnostic testing and troubleshooting included x-rays. The cause of the product issue was not determined, but the product issue was resolved. The patient¿s medical history was unknown, and their status was reported as ¿alive ¿ no injury.¿ patient symptoms or complications associated with the event included pain in the legs. On (B)(6) 2015, it was further reported that the patient had not experienced a fall or trauma, the cause of the break was still not determined, and the patient was doing ¿ok¿; they were receiving effective therapy. The pump was being used to deliver morphine 5 mg/ml at 3.5 mg/day, ropivacaine 1.25 mg/ml at 0.876 mg/day, and catapressan 0.015 mg/ml at 0.0105 mg/day.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # unknown, explanted: (B)(6) 2014, product type catheter. (B)(4).